Event description:
It was reported that the packaging on the loaner implant was compromised. As the circulating nurse attempted to place the implant on the sterile field the implant fell out of the packaging onto the floor.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.